Event description:
Customer reported that IV pump alarmed "air in line" minutes after hanging a new bottle of amiodarone. The pt's bed was saturated with fluid. Inspection of the tubing revealed small holes in the tubing. New bottle and tubing was hung. The pt was not affected. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer indicated, the product is available and it will be returned for evaluation. Customer was provided with a shipping label; however, to date the product has not been received. A follow up report will be submitted if further info is obtained.